Event description:
It was reported that the patient called to report of hearing the device sounding for four minutes on several different times and that the device was checked in the clinic and was reset. However, upon returning home, the device began sounding again. The patient's clinic reported that the patient had isolated premature ventricular contractions (pvc's) and chronically low right ventricular (rv) lead impedance. Lead testing was performed and no lead noise was detected. The alert tones for lead impedance were reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.